Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, weak twitching was noted. The ablation was stopped immediately by the double stop technique. However, phrenic nerve paralysis (pnp) occurred. Phrenic nerve pacing was then performed, and the procedure continued. When twitching was checked, it was noted that the phrenic nerve paralysis did not recover. Phrenic nerve pacing was again performed, and no twitching was observed. The case was completed with cryo. It was noted that it was unknown if the patient's phrenic nerve paralysis was transient or permanent. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: data files were returned and analyzed. Data files showed that at least nine injections were performed with catheter on the date of the event without triggering any system notices. The catheter was not returned for investigation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the pnp did not recover at discharge but recovered one month follow-up post procedure.